Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for deflation issues because the sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The device history record (DHR) could not be reviewed due to the lot number being unknown. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
The user facility reported that the tr band device involved would self-deflate, resulting in bleeding at the access site. The band self-deflated during recovery and bleeding was observed. The patient was stable and discharged. The outcome was successful. Additional information was received 08mar2023: it was reported that the self-deflated after it had been applied to the patient. The procedure outcome was as desired. Additional information was received on 22mar2023: the exact part of the band that deflated was unknown. Eighteen (18) millimeters (ml) air was started in syringe. It was unknow how much was in the balloon for hemostasis. Hemostasis was achieved by manual compression. No hematoma formed. The estimated blood loss was greater than 250cc's. Additional information was received 29mar2023: the band deflated; however, it held air long enough to achieve hemostasis. Manual compression was held to ensure bleeding stopped.

Manufacturer narrative:
Patient identifier, age, sex, weight, ethnicity & race: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Device lot number, expiration date, UDI: requested, unknown. Initial reporter occupation: x-ray tech. Device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.